Event description:
It was reported that the device gave a "system failure- force sensor" alarm. The issue was identified during testing with no patient involvement.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received with the cases in excellent condition and no visible contamination. The event history log was reviewed and there was a force sensor test error. The power up process and calibration verification test were performed. The reported issue was able to be duplicated during the power up process. Steady state reading of the force sensor (with no pressure on it) 0= count 0 and - 0.99 lbs. The cause of the reported issue was unable to be determined since there was no physical damage or contamination on the plunger head. The force sensor was recalibrated and the left plunger case was replaced as a preventative measure.